Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports they have been having issues charging his implant, caller reports it takes 4-5 hours to charge to 30% and then stops. Caller reports this has been happening off and on for the past 2 weeks. Caller reports they charge over the t-shirt. Caller reports they are currently seeing: controller 100% ins red zone. Caller reports they are getting no pain relief as their ins battery is dead. Caller is seeing recharging with excellent coupling. Reviewed general charging. Suggest continue charging and looking at the blinking green light on the controller.